Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2014 to claim that the sensor was inaccurate when compared to fingerstick values on (B)(6) 2014. Patient's parent claimed that the device read 80 while the fingerstick value was 118. Patient's parent did not report any medical intervention at the time of contact with dexcom technical support.